Event description:
The customer, a syncardia certified hospital, reported the companion 2 driver is not recognizing batteries when in the device. Different batteries were substituted but the problem persisted.

Manufacturer narrative:
The driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the companion 2 driver is not recognizing batteries when in the device. Different batteries were substituted but the problem persisted.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm for external battery failure. Visual inspection of external and internal components found no abnormalities. Driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing was also done confirming that all batteries were functional that were used in testing of the driver. No malfunctions were found. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported issue from alarm data file review. The customer complaint was not replicated during testing; the root cause of the reported inability of the driver to recognize batteries was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.